Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Sensor glucose was 40 and blood glucose was 417 mg/dl. Customer's blood glucose at the time of call was 420 mg/dl. Customer did not receive a calibration error alert. After troubleshooting, customer was advised that sensor would be replaced and to monitor